Event description:
It was reported that a patient underwent a two level functional anesthetic discography (f.a.d.) Procedure in 2009 with planned functional assessment, and catheter removal in the next day. During needle placement, the patient experienced an allergic reaction to the anesthesia used for sedation causing respiratory and cardiac distress. The patient was transferred to the hospital as a result of the allergic reaction. Subsequently, the patient developed discitis and epidural abscesses. The patient underwent a three-level laminectomy combined with washout for the infection on the two f.a.d. Levels plus one additional level. No additional information was provided.

Manufacturer narrative:
Method - other; follow up conversation with company representative reporting the event.

Manufacturer narrative:
Additional information was received on (B)(6) 2011. It was reported that: an MRI of the lumbar spine showed hyperintensity or igniting from the l1-2 disc and a fluid collection in the posterior spinal canal extending from t11-12 caudally. The findings were consistent with discitis, osteomyelitis and a paraspinal phlegmon or infectious process. Tissue from the phlegmon was cultured finding (B)(6) epidermidis, gram (B)(6) and some neutrophils and the patient was started on i.v. Vancomycin. The patient then took oral antibiotics for months thereafter. The patient suffered caude equina syndrome, with continuing severe back, groin and abdominal pain, numbness in the leg, loss of erectile function, diminution of urinary function, significant mobility impairment, and inability to perform many daily activities.